Manufacturer narrative:
A united states (us) customer contacted the siemens customer care center (ccc) and reported that an erroneously depressed sodium (na) result was obtained on a patient sample on a dimension exl with lm integrated chemistry system. Quality control (qc) recovered acceptably on the day of the event. The customer replaced the sensor, ran integrated multisensor technology (imt) dilution check twice, performed imt calibration, primed all reagents and performed imt calibration which passed. Then, the customer checked dilution check correction factor and reset it, ran dilution check which passed, replaced the x tubing and performed dilution check. Further, the customer checked sample probe to imt port alignment and sample probe to drain alignment, both were acceptable, and ran precision on qc which passed. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit the cse, inspected the imt port and tubing and found no anomalies. Based on the available information, siemens determined that the probable cause of the erroneously depressed sodium (na) result is consistent with the fluid flow anomalies in the imt system and problem in x tubing. The instrument is performing according to specifications. No further evaluation is required.

Event description:
The customer reported that they obtained an erroneously depressed sodium (na) result on a patient sample on a dimension exl with lm integrated chemistry system. The erroneously depressed result was reported to the physician(s) and the result was questioned. A new sample was drawn from the same patient and processed on an alternate system and a higher result than the initial result was obtained. The redrawn result was consistent with the patient¿s clinical history, considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the event.